Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 7f1800771 was manufactured on 07/2/2018 a total of (B)(4) pieces. Lot was released on 07/06/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The original packaging was returned open along with the cartridge and three loose clips. One clip applies to each of the following tcs: 1900069169, 1900069936, and 1900069937. The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with no clips remaining in it. The returned clips appear used as there is biological material present on the cartridge and each of the clips. All three clips had a staggered break at the hinge. One clip had the inner hinge broken in half and the outer hinge intact, another clip had the inner hinge broken on the pierced boss side and the outer hinge intact, and the final clip had the inner hinge cracked (not completely broken) on the pierced boss side and the outer hinge intact. It could not be determined exactly how or what caused the returned clips to break or crack near the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken" was confirmed based upon the sample received. The original packaging was returned open along with an empty cartridge and three loose clips. One clip applies to each of the following tcs: 1900069169, 1900069936, and 1900069937. All three clips had a staggered break at the hinge. One clip had the inner hinge broken in half and the outer hinge intact, another clip had the inner hinge broken on the pierced boss side and the outer hinge intact, and the final clip had the inner hinge cracked (not completely broken) on the pierced boss side and the outer hinge intact. It could not be determined exactly how or what caused the returned clips to break or crack near the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier. After changing to another 2 clips, the same issue occurred.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier. After changing to another 2 clips, the same issue occurred.